Manufacturer narrative:
Updated fields: b6, h2, h6, and h11. Additional information: twenty days after discharge from the re-hospitalization, a CT scan of the abdomen was performed. Findings included filling of the post-metastasectomy cavity in the liver following drain removal. There was no new liver drainage. Antibiotics were continued (amoxicillin). Annex f new code: f2203.

Event description:
Refer to h11 for follow-up information.

Event description:
A patient in a study underwent a da vinci assisted low anterior resection with liver metastasis resection surgical procedure. Thirteen days after discharge, the patient presented with bacteremia, suspected to be secondary to a liver abscess at the site of the metastasis resection; re-hospitalization was required. Antibiotic therapy was started (the antibiotic prescribed at discharge was converted to an intravenous form) and drainage of the abscess was performed. The patient recovered and was discharged six days later, with the surgical drain still in place. The drain was removed 21 days after readmission. The current condition of the patient is that the infection parameters are low and there is no longer pain in the abdomen anymore. There were no reported intraoperative complications and no reported malfunction of the da vinci system, instruments, accessories or the jura system after the index. The patient was sent home with a prescription of amoxicillin 4d 1000mg, orally, for 4 weeks, for a liver abscess. Discharge occurred five days after the index procedure. The study investigator reported the event as moderate severity, not a serious adverse event, a clavien-dindo grade iii, not related to the study procedure, not related to the jura system, not related to the da vinci device, not related to a third-party device, but possibly related to the patient's underlying disease status. The patient's prior health condition of liver metastasis may be relevant to this event.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and it was concluded that the adverse event described is not related to a da vinci device, not related to the study procedure and not related to the jura system. "A post-operative liver abscess is a not a common complication following a low anterior resection. The mitigating circumstances and potential predisposing factor could be the presence of known liver metastasis as was noted for this patient in the clinical documentation. There is no evidence or suggestion this complication could have occurred as a result of either the da vinci or jura system." Additional patient information: height 189 cm., body mass index (bmi) 36.1kg/m2.

Manufacturer narrative:
Additional information: fifty-two days after the index procedure, the last surgical drain was removed. Five days later, the patient completed the antibiotic treatment, and the event was considered resolved. Twenty-seven days after the completion of the antibiotic treatment, the abdominal wounds were reported as healed.

Event description:
Refer to h11 for follow-up information.